Manufacturer narrative:
The field event of difficulty inserting the atrial lead could be verified. The lead was not able to be inserted into the atrial cavity of a test device. The dimension of the front seal and connector boot was measured and found to be out of specification.

Event description:
It was reported that the atrial lead could not be inserted in the device during implant. The lead was explanted. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).